Manufacturer narrative:
(B)(4). Batch # n56g04. The analysis found that one pcee60a device was returned with no apparent damage and with three gst60d cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: gst60d (lot#: n4m36c); gst60b (lot#: n4m76k). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a semi-open sigmoidectomy, deployed staples were malformed at the fifth firing of functional end to end anastomosis. Oozing was confirmed. At the first and second firing cartridge color was blue. The third, fourth and fifth firing cartridge color was gold. The device was used on jejunum. Additional hand suture was performed to stop bleeding and completed the case. There were no adverse consequences to the patient.